Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope field of vision was cloudy. The reported issue was found during the inspection during estimation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed broken internal lens damage could not be definitively determined, however, the damage can most likely attributed to user error, improper handling and application of excessive force. In addition, the following non-reportable malfunctions were found during the device evaluation: deformation of outer tube or working channel, foreign material inside the cover glass, and image failure due to lens damage, olympus will continue to monitor field performance for this device.